Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise resulting in pacing inhibition. The noise could be reproduced with isometrics.

Manufacturer narrative:
The patient underwent defibrillation threshold testing and was converted successfully twice with a 10j safety margin. Since the original episode due to noise there have been no additional noise episodes. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, the event will be reopened. The device was explanted over 4 years later for normal battery depletion and returned for analysis. Detailed analysis is pending.

Event description:
Boston scientific (formely guidant) received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise resulting in pacing inhibition. The noise could be reproduced with isometrics.

Manufacturer narrative:
Upon return the device underwent detailed anlaysis. Microscopic visual inspections noted tool marks in the device casing and header surfaces. The v- and lv- seal plugs were torn and body fluid contamination was in the v- connector block. All the setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. In conclusion, analysis testing could not confirm the reported noise issue but damage to the v- seal plug may have contributed to this issue. The device meets specification for normal battery depletion and for electrical performance.